Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2017 a patient (pt) from (B)(6) called to report while wearing an acuvue2 brand contact lens he/she experienced pain, light sensitivity itching on both eyes after wearing the two suspect lenses for four days. The pt reported the event occurred in (B)(6) 2017. The pt reported redness, soreness and irritation when the suspect lenses were removed. Pt went to the eye care provider (ecp) and was diagnosed with corneal ulcers on both eyes. The pt reported the eyes were better currently, but remain sore. Pt was prescribed vigamox eye drops one drop every six hours for seven days. Pt has been wearing acuvue lenses for over five years. The pt reported a daily wear schedule and replaces lenses every three months. The lot number was not available at the time of the call. On (B)(6) 2017 a call was placed to the pt and additional information was provided: the pt reported she had recently returned to contact lens wear and wore a different prescription for each eye. Pt reported he/she was advised to ¿avoid wearing gel contact lenses, due to lack of oxygenation¿. Pt reported the ecp recommended the pt trial in another brand of contact lenses as he/she is no longer able to wear an acuvue brand contact lens. Pt reported he/she had the ecp note with the diagnosis. No additional information was provided. Pt reported the lot number and the suspect lenses were discarded. Two additional attempts were made to the pt for additional medical information and the ecp note with the diagnosis, but no additional information has been received. The report is for the pts os event. The event for the pts od will be filed in a separate report. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
On (B)(6) 2017 a call was placed to the pt and the lot number was verified as l0034jp for the (B)(6) 2017 event. The lot number initially reported was an unknown lot number in MDR # 9617710-2017-05060 on 20nov2017 in error. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l0034jp was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.